Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (b)(4. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. There was no pt involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the faulty touch screen. The pump nvmem was cleared and subsequent testing did not identify further issues. Photographs of the kapton-tail date code of the replaced touch screen were taken and sent to livanova (B)(4) for analysis. Analysis of the photos confirmed that the touch screen falls under an existing CAPA investigation. This is a known issue where fluid ingress can lead to electrical failure due to the oxidation of the contacts. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which a CAPA ((B)(4)) has already been implemented. Evaluated on site by livanova technician.